Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Gi bleed there are possible patient, pharmacological and procedural factors that may have contributed to this event. No additional information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was admit on (B)(6) 2017 with acute on chronic anemia. Upon admission, the patient was hemodynamically stable but because of the drop-in hemoglobin received a total of 3 units of red blood cells. Gastroenterology was consulted, but because the patient did not have any signs of melena or black tarry stools, it was decided not to undergo endoscopy but perform watchful waiting. The patient international normalized ratio (inr) was 2.7 on admission and coumadin dose was 3 mg on admission. It was stated that following the transfusions, the patient¿s hemoglobin remained stable and was felt to be suitable for discharge home. It was further stated that there was no evidence of pump thrombosis. And inr remained elevated, but the dose of warfarin was decreased to 2 mg every night (q.h.s.) Because of the acute drop in hemoglobin and no signs of acute infection with the driveline. The patient antibiotics are scheduled to be continued until (B)(6) 2017, after which time will be changed to doxycycline 100 mg twice a day (b.i.d.) For lifetime suppression. It was also stated that the patients renal function improved somewhat during hospitalization. Patient continued the same dose of levothyroxine he was taking prior to admission and was felt to be stable for discharged home on (B)(6) 2017. It was then reported that the patient was re-admitted on (B)(6) 2017 for acute on chronic anemia with no active bleeding. The patients result of combined renal failure, poor production vs. Chronic inflammatory conditions vs. Chronic blood loss due to oozing from skin lesions vs. Subclinical gastrointestinal (gi) bleed vs marrow suppression with bactrim. Patient was stated to have been transfused a total of 4 units of red blood cells (rbcs). Penitent was stated to have been given darbepoetin and hemoglobin and hematocrit (h <(>&<)> h) monitored every (6) hours. It was stated that the fecal occult blood test (fobt) were negative times 2 and that there was significant improvement in symptoms after blood transfusion. It was then stated that the acute on chronic systolic heart failure due to non-ischemic dilated cardiomyopathy. On admission, the patient was very volume overloaded with lower extremity (le) edema, increased jugular vein pressure (jvp), shortness of breath (sob), and fatigue. Patient received aggressive intravenous (IV) diuresis and was transitioned to oral (po) bumex prior to discharge. Patient with no signs of acute infection but received IV then oral antibiotics, and is currently on bactrim ss one tablet daily for chronic suppression. Patients creatinine was 3.5 on admission and now 3.4 and continues to be monitor. It was stated that on (B)(6) 2017, patient had 2 units of packed red blood cells (prbc) for hemoglobin (hgb) 6.8 and improved to 8.0. It was stated that the patient was nothing by mouth (npo) for endoscopy on (B)(6) 20107 and bleeding was found in cecum status post (s/p) epi injection + clips x 2. Patients diet was advanced today and the hemoglobin in am was 7.5 and was given 1-unit prbc and was told to resume warfarin tonight at home dose. On (B)(6) 2017 patient was doing well, follow pm h/h if stable consider discharge in the morning. Nausea. Patient was to follow inr daily and resumed aspirin (asa) and warfarin 2mg daily (B)(6). Patient was stated to have been discharged on (B)(6) 2017. No further patient complications have been reported as a result of this event.